Event description:
The account alleged that the foot end brake casters would not hold in brake when the brake pedal was set at the head end of the bed. No pt impact.

Manufacturer narrative:
The account found a broken weld on the brake steer pedal bar. The brake steer pedal was replaced to resolve the issue.